Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The returned screwdriver was confirmed to have its tip fractured upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible root cause for the tip fracture is applying ductile overload on the instrument due to excessive pivoting or angulation during insertion and normal wear and tear of the device.

Event description:
It was reported that during a cervical fusion procedure, a piece of the screwdriver broke off. It was noticed when putting the instrument back in the set, that a little piece (1mm by 1mm) was missing. The missing piece was not found on the operating table or in the set. Therefore rx examinations were done to find out if the piece was still present in the patient (see attached in intake tab).